Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that all of the buttons were unresponsive on the customer's insulin pump. A battery change then occurred and the pump received the following alarms: failed battery test, battery out, and button error. The patient's blood glucose at the time of incident was 12.6 mmol/l. The customer was currently treating with manual insulin injections. Troubleshooting was initiated for the button error and battery issues. The customer did not recall any significant events leading up to the multiple alarms. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm during testing noted. The insulin pump had an intermittent up button response due to moisture damage keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.